Event description:
Port accessed 1 day prior. Attempted to de-access port and the needle came out of the port but we were unable to remove it from under skin. The tip of the needle caught under pt's skin, causing a 'barb'.